Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to customer's blood glucose. To resolve the issue, the customer successfully loaded a new cartridge using the proper technique and resumed insulin therapy.